Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed.  Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a left hip revision procedure has been indicated due to unknown reasons; however, no revision has been reported at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a hip revision procedure due to poly wear. The hip was noted to be unstable. During the procedure, the femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - unknown head, unknown femoral stem, unknown acetabular cup. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04869.